Manufacturer narrative:
(B)(4). G2: foreign - event occurred in switzerland. G2: literature - wolfinger t.j.j., wendelspiess s.r., thümmler d.f., genewein u.n. Post-market clinical follow-up of the max variable pitch compression screw system in foot and ankle surgery: safety, performance, and patient-reported outcomes. J clin med. 2026. Mar 6;15(5):2024. Doi: 10.3390/jcm15052024. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a journal article was obtained that reported a retrospective cohort study from switzerland. The purpose of the study was to evaluate the safety, performance, and patient-reported outcomes of the max variable pitch compression (vpc) screw system in foot and ankle surgery. The article reported 1 case of intraoperative screw breakage resulting in device removal. Attempts have been made and no further information has been provided.